Event description:
The ventilator was connected to a pt. The customer reports that the ventilator would not cycle and delivered a constant gas flow. There was no pt injury. The ventilator gave a low expired minute volume alarm. There are no ventilator settings available.